Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd ultra-fine insulin pen needle, the needle broke off in the consumer's injection site. The consumer went to 2 different hospitals, 1 of which took an x-ray that visualized the broken needle. The first hosp told her that the needle was too small and that they would not attempt to take it out. At the second hosp a small incision was made at the consumer's injection site in an attempt to remove the broken needle. The removal was unsuccessful and she was told to just wait and see if the broken needle would surface. There has been no report of further medical or surgical intervention.